Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, this right atrial (ra) lead was positioned several times due to poor parameters. When the lead was placed in the atrial septum, high, out of range impedances (3000 ohms), were observed, and the helix mechanism could not be retracted. The lead could not be withdrawn from the right atrium; therefore, the lead was capped (abandoned). A new lead was implanted to complete the procedure. No adverse patient effects were reported.